Event description:
A (B)(6), female, pt's daughter contacted zoll customer support to report a defective charger. The pt was provided with a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) had been completed. The reported problem (defective charger) has been confirmed. As received, the power supply connector was damaged. The cause of the damage is due to recessed pins in the power supply connector. The root cause of the recessed pins cannot be positively identified. No adverse event resulted from the defective power supply connector. The pt received a replacement charger/modem.